Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. A supplemental MDR will be filed if new information is obtained.

Event description:
The complainant reported an (B)(6) male patient presenting for hemodynamic support pre-operative to a coronary artery bypass procedure. During support, an access site hematoma formed. The pump was removed and a balloon tamponade was required to control the groin site as a result. A new impella was placed in the opposing femoral artery and hemodynamic support continued.